Event description:
It was reported that during charging conducted at the user facility the device was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during charging, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during charging conducted at the user facility, the device was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during charging, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported overheating was not confirmed by a manufacturer repair technician. During device evaluation, however, mechanical damage was noted, which could have resembled melting. Potential causes for the mechanical damage to the device include a material fatigue issue or impact. The device is not a repairable device and will therefore not be returned to the user facility.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is completed.